Event description:
It is reported that the patient had a post-operative infection at the site of the device "pocket". The patient received antibiotic treatment. No further information was available at the time of this report. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Supplemental submitted to correct conclusion codes. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the infection remained, despite treatment with dual oral antibiotics and intravenous antibiotics. The patient did have a prolonged hospital admission in order to receive the intravenous antibiotics but had little change/improvement.